Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified and moderately tortuous left anterior descending (lad) artery. The 2.8x16mm graftmaster covered stent failed to cross to treat the perforation due to the anatomy. Another graftmaster completed the procedure. There was no adverse patient sequela and there was no significant delay in the procedure. No additional information was provided.